Manufacturer narrative:
Manufacturer's ref# (B)(4). The clinical investigation concluded: it was reported that part of a receiver broke off in the patient's ear. Patients' family member was able to remove the broken part out of the patient's ear. No harm or pain reported. The patient did not seek medical help to remove the object from the ear. No medical intervention reported after the receiver part was removed from the ear. No further symptoms were reported. Hearing care professional (hcp) advised the patient on how to remove hearing aid out of the ear correctly minimizing the risk of receiver coming apart; not to pull on receiver when taking hearing aids out. Hcp advised the patient to come in for regular maintenance. Clinical conclusion is that the detached receiver has not caused harm to the patient and no medical treatment/medical intervention necessary. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Trended case device investigation concluded: receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process not good enough. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. CAPA-00641 initiated. Root causes identified. Root cause 1: process too complex/not failure proof. Inadequate process failure mode effect analysis (pfmea) assessment on insufficient glue application. Root cause 2: human error or individual performance. No mechanism to specify and control the glue application amount since this process is human driven with inconsistency. Root cause 3: procedure missing/inadequate/misleading/too complex. The exact bonding evaluation method is diverted. Corrective action 1: update current work instructions (wi) and pfmea - details on the gluing process and control requirements with pictures (visualization). Status: complete. Corrective action 2: re-validation of process validation plan. Status: complete preventive action: propose automated gluing process method. Status: technical feasibility study in progress. CAPA effectiveness review due date: 12-feb-2024. Manufacturer's investigation are final , consider this a combined intial and final report.

Event description:
Estimated date of incident (B)(6) 2023. On 27sep it was reported: hearing care professional (hcp) has reported that receivers are coming apart very easily. The receiver is separating from the plastic housing where the domes attach. Receiver came apart in the patients ear and her daughter was able to remove the piece that was lodged in the ear. Patient did not report any injury or pain when she came in to get the receiver replaced. Hcp advised patient not to pull on receiver when taking out. Advised patient to come in for regular maintenance. No further follow up is expected.